Event description:
A customer reported receiving higher than feels readings on his adc glucose meter. The customer reported that he received a "high reading" of 331 mg/dl "about 7:02pm after he ate dinner." He further reported "after taking extra insulin to drop his sugar level, he went into a diabetic coma." The customer experienced a loss of consciousness and paramedics were called. The customer reported the paramedics "gave him some sweets, orange juice", in addition to oral glucose gel. The customer was not transported to a health care facility. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The device (serial # (B)(4)) was returned and an investigation utilizing retained test strips (lot # 1177409) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed the reported reading of 331 mg/dl taken at 7:02pm on (B)(6) 2012. (B)(4).